Manufacturer narrative:
(B)(4). The customer did not retain the model or lot number. The date of manufacture cannot be determined. The 510k number cannot be determined.

Event description:
The user reported that during extubation the cuff on an unspecified endotracheal tube deflated and when the tube was removed the cuff remained inflated. There was no report of any intervention performed.